Manufacturer narrative:
An intuitive field service engineer (fse) went on site to perform system verification. The erbe integrated electrosurgical unit (iesu) was replaced due to error c-35 and no monopolar energy activation. After the iesu replacement, the system was tested and verified ready for use. Isi has not received the iesu for failure analysis investigations.

Event description:
It was reported that prior to starting a da vinci-assisted partial nephrectomy surgical procedure, the erbe integrated electrosurgical unit (iesu) would not power on. This issue was resolved with troubleshooting and the procedure was started. During the procedure, the iesu did not provide monopolar energy. The procedure was reported to be aborted due to the inability to use monopolar energy. Later in the day, a different generator was used, and the procedure was continued. The patient received the da vinci-assisted procedure. It was reported that the procedure was initially started at 9am, then aborted, the patient was kept under anesthesia, and the procedure was continued at 2pm.

Manufacturer narrative:
Updated sections: d9, h3, annex codes: b, c, d. Device evaluation: an investigation was completed to determine the cause of this reported event. Isi did receive a da vinci product involved with this complaint to perform failure analysis. During the power-on test, integrated electrosurgical unit (iesu) cautery activation, and visual inspection, the error was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device may have contributed to the customer reported issue. Additional information: a review of the site's system logs for the reported procedure date was conducted and the investigation revealed the following possible related system errors: energy activation halted by an instrument or instrument cable connected to the erbe while using the coag function. The probable cause of the errors is attributed to a faulty electrical component inside the iesu. One error indicates a lower voltage than expected during energy activation. The other error indicates a higher current measurement value than expected while the unit is in an off state.

Event description:
Refer to h11 for follow-up information.